Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. Implant and explant dates: the implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer reported that during a therapeutic coronary procedure, the manufacturer's device used for diagnostic purpose was initially not recognized, but was able to be recognized and produce an image after reconnecting. However, the image was lost during the procedure. No damage was observed during prep. The device was removed alone, wire position was not lost. All portions of the device appeared accounted for after removal from the patient. There were no adverse patient events, nor any additional medical or surgical intervention required. Patient was discharged as expected. Visual and microscopic inspections were performed on the returned device. During the pre-decontamination inspection, a large portion of adhesive at the proximal fillet was observed to be no longer intact. Sanguineous residue was observed on the distal shaft near the guidewire exit port. The device was connected to the lab's core system for an image test. The device was recognized by the system, but no image was displayed. Engineering further evaluated the device on 1/4/2018 and noted that the adhesive of the proximal fillet appeared to be present initially but was no longer intact. It could not conclusively be determined when or how the adhesive became missing. Strain, impact, and forces associated with use can affect the integrity of the device. The instructions for use (IFU) caution the eagle eye platinum device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: · prior to use, carefully inspect the scanner and catheter body for bends, kinks or other damage. Do not use a damaged or suspected damaged catheter. · protect the catheter tip from impact and excessive force. · do not cut, crease, knot, or otherwise damage the catheter. · protect the electrical connections from exposure to fluid. · do not handle the transducer. · the outside diameter along the entire length of the guide wire should not exceed the maximum specified. · during use, ensure that the placement of the catheter does not preclude blood flow through the vessel. · clean guide wire and flush catheter thoroughly with heparinized saline before and after each insertion. · when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. · do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. · the catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. · during the procedure, provide appropriate anticoagulation to the patient as needed. · when advancing or re-advancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire / and or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This may result in entrapment of catheter/guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis. This event is being reported because there is a potential for harm if the event were to recur as it could not be determined when the adhesive separated from the device.

Manufacturer narrative:
Block h6: supplemental report #1 indicated that the adhesive likely detached post procedure; however, the conclusion code was not updated to include 4308 (cause traced to transport/storage).

Event description:
This case was reviewed and investigated according to the manufacturer's policy. Internal reference: (B)(4). This follow-up supplemental report #1 is being submitted to report additional investigation findings, to wit: there is no potential for harm if the malfunction were to recur. This complaint was reassessed based on an engineering study that indicated, this family of catheters do not exhibit any adhesive detachment during normal use. There is no evidence of abnormal use conditions, it is likely the adhesive detached post-procedure, during the process of returning the device for analysis. There was no patient injury, no status decline, no adverse event, and no unplanned additional medical or surgical intervention reported. There is no potential for harm if the malfunction were to recur. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.